Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2019, for a revision surgery.

Manufacturer narrative:
Although a lot number was reported, the lot number is not valid and therefore an internal investigation cannot be performed. Based on the limited information, a relationship to the strattice was not determined. If additional information is received, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 12/jan/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp20017-109. No other information was reported. As reported in the initial: it was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2019, for a revision surgery.